Manufacturer narrative:
Event summary: as reported, while using a flexor ureteral access sheath and dilator, it was noted that "stringy items" came out of it. Additional information was received on 26jan2022: the procedure being performed was a ureteroscopy and lithotripsy. The patient did not have tortuous, scarred, or calcified anatomy. There was no difficulty advancing the device. The device was placed traditionally under visualization with c-arm fluoroscopy. The device was only in place for a few minutes. The issue was noted almost immediately after placement. A basket and a laser fiber were being passed through the sheath. A plastic 'spiral stringy' piece of the sheath had to be removed from the patient using cystoscopic graspers under visualization. Investigation - evaluation: a document-based investigation was performed including a review of instructions for use (IFU) and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Because there were no known related non-conformances, adequate inspection activities had been established, and no other known lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: note: prior to placement, activate the hydrophilic coating by removing the dilator from the flexor sheath and immersing all components in sterile water or isotonic saline. This will allow the hydrophilic surface to absorb water and become lubricious, easing placement under standard conditions. The complaint device was not returned. Based on the available evidence, it is most likely that the inner liner of the sheath was peeled off by one or more of the instruments inserted through it during the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 26jan2022: the procedure being performed was a ureteroscopy and lithotripsy. The patient did not have tortuous, scarred, or calcified anatomy. There was no difficulty advancing the device. The device was placed traditionally under visualization with c-arm fluoroscopy. The device was only in place for a few minutes. The issue was noted almost immediately after placement. A basket and a laser fiber were being passed through the sheath. A plastic 'spiral stringy' piece of the sheath had to be removed from the patient using cystoscopic graspers under visualization.

Event description:
As reported, while using a flexor ureteral access sheath and dilator, it was noted that "stringy items" came out of it. Additional patient and event information has been requested.

Manufacturer narrative:
Occupation: supply coordinator. A follow up report will be submitted should additional relevant information become available.